Event description:
"S/p bilateral subgl infra salines for augmentation. The right deflated so had bilateral open capsulotomies and exchange with 70cc surgitek gel. Over the last 1 1/2 yrs complained of increased pain left side into shoulder and down arm, limiting motion of shoulder. Has not noticed decreased size but has gained considerable weight. There is no history of trauma to breasts. Pt has also developed progressive systemic sx's including arthralgias/myalgias (plus am stiffness)/gelling, paresthesias, fatigue, sleep disturbance, cx, oral sores, rashes, sen. Sun/chem., sob, choking sensation, weight gain, gi/gu disturbances and easy bruising. Pt is otherwise healthy."